Event description:
It was reported on (B)(6) 2025 that mcot monitor - a10e - verizon was charging and charging cord caught fire and both the monitor and charging cord are now damaged. The patient was not doing any other activities when the incident occurred. It was noted that the patient, patient's husband and property were not injured or damaged. The patient's husband reported that the mcot monitor - a10e - verizon screen is not working properly and the side buttons do not work. The patient services (ps) representative advised the patient and patient's husband to allow the monitor's battery to drain before sending the kit back. A replacement kit was ordered. Additional information was requested however was unsuccessful.

Manufacturer narrative:
It was reported that the mcot monitor - a10e - verizon was charging and caught fire. The device was returned for investigation. Engineering evaluation was able to confirm the allegation of charging cord damage likely as a result of fire or melting. The monitor usb connector port was also damaged as a result of the same thermal event. The root cause could not be determined. The device was sent for further testing; however, additional testing was not able to be performed due to the melt around the charge port. Engineering evaluation confirmed the melt on the charge port of the monitor.